Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The self-adhesive started to peel off after 2 to 3 minutes of inserting the cannula. The issue occurred with various infusion sets from the same package. It is unknown how many infusion sets were defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.